Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 258 mg/dl. The patient contacted their health care provider for high blood glucose level and stated that they have back up plan. The customer was treated with the insulin pump. The troubleshooting was performed. The patient was walked through bolus wizard adjustment and assisting in correcting bolus wizard settings. No further assistance needed.